Event description:
It was reported that noise resulting in an inappropriate shock occurred involving this device. Provocation testing was performed and it was not possible to recreate the noise. Device therapy was programmed off and a request for data review was sent to technical services (ts). Ts reviewed device data and noted that the kind of artifacts seen in the episode are most likely a result of sudden changes in the impedance pathway of the sensing vector. This can either be caused by incomplete electrode insertion, an impaired electrode or other impairment of the electrode contact in the device header. Ts noted that to evaluate electrode insertion a high resolution x-ray of the device header is crucial. Furthermore evaluation of high resolution x-ray images of the system are recommended to exclude electrode impairment. Additional information noted that a follow up took place and all provocation tests were performed in the secondary and primary sensing vector. It was not possible to recreate any of the previous sensing from the inappropriate shock. The physician was present during the follow up and was happy with the sensing in the secondary sensing vector. At this time the device and electrode remains implanted. No adverse patient effects were reported.